Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, one heartstring seal did not deploy when the doctor pushed the plunger. The doctor felt the deployment tube beginning to separate from the hub when it failed to deploy, so he held the device in such a way that the tube did not separate & remain in the aorta but rather separated after he removed the heartstring device. The procedure was completed using a replacement device. There were no pt consequences.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.